Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a hole was observed in one solution administration resulting in a leak from unspecified location. This issue was identified during priming there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which observed a hole in the set which led to the leak. The reported condition was verified during initial visual inspection. No functional testing was performed for this complaint. The cause of the condition was due to a bonding application failure; further described as excess solvent applied on the junction during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.